Manufacturer narrative:
Product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the optic torn and the haptic torn/bent. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). This product is contraindicated for use in patients with an anterior endothelium chamber depth less than 3.0 mm (2.99 mm). (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_12.6 with a -9.5/+1.5/90 diopter in the patient on (B)(6) 2017. The patient experienced excessive vault, so the surgeon replaced the lens with a smaller one and a similar diopter on the same day. It is unknown if this occurred during the same surgery. This resolved the problem.